Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat # 5551-g-320-e; lot # xrr4. Triathlon cr fem comp #4 r-cem; cat # 5510f402; lot # lp24b. Tri ts baseplate size 3; cat # 5521-b-300; lot # gz37bb. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 0107338e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. Noted on the form: "washout/ poly exchange." Spoke to rep. A 3x11 cs insert was exchanged for another 3x11 cs insert due to suspected infection. Rep provided the primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.